Event description:
The device wouldn't cut.additional information provided,not a tissue effects problem,the account did not have the disposabl assembled correctly to the handpiece.another device was used to complete the case with no patient consequence.